Event description:
It was reported that the user disconnected the ilet for a shower and later called to confirm proper reconnection and insulin delivery; device data showed a recent meal announcement and ongoing insulin delivery, with blood glucose trending down from 242 mg/dl to 238 mg/dl and no alerts or alarms. Symptoms included hyperglycemia. Outcomes included self-management at home without medical intervention. Investigation included review of device reports and trend data. Investigation of this case revealed that the device was delivering insulin as expected after reconnection and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.